Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that rebooting the pump resolved the blank-display issue. This complaint is being reported because the cause of the alleged event was not determined through troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: (B)(4) 2014. Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on, as confirmed by the presence of the auditory and vibratory cues; however, the display screen was blank: the reported issue was duplicated. The pump case was removed, and the display screen was observed to be cracked; this device failure directly caused the reported issue. The suspect display screen was replaced with a test display screen; the pump display functioned properly with the test display screen installed.